Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. Customer's bg was 44 mg/dl. Bg cause was not known. Customer disconnected the pump and consumed carbohydrates to address bg.